Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurement. Additional information received from the field representative indicated that the cause of the out of range impedance measurement was not determined. The physician will continue to monitor the patient. This device and lead system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this system exhibited high, out-of-range shock impedance measurements. The patient was seen for further testing. There is a suspected lead fracture that could not be confirmed. An invasive procedure was performed to surgically abandon the lead. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicating that this crt-d and rv lead continue to exhibit high shocking lead impedances of greater than 125 ohms. The patient will be monitored via remote home monitoring system. This device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Seal ring marks noted on the inside diameter of the ra/rv barrels of the header show that the lead was fully inserted while implanted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Approximately three years later the device was explanted for an unrelated issue.